Manufacturer narrative:
Date rec'd by MFR: 06aug2019. The manufacturer¿s international service technician evaluated the ventilator and could not confirm the occurrence of the reported oxygen failure alarm. However, the occurrence of the "oxygen not available" diagnostic code was found in the logs. The alarm does not indicate a device malfunction or failure but indicates the lack of oxygen supply from the oxygen source at the hospital facility. No fault was found against the ventilator so no service was rendered. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
It was reported that the ventilator produced an oxygen failure alarm. There was no patient or user involvement.